Manufacturer narrative:
Complaint number (B)(4). The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be sent if the product is returned or if additional information is received.

Event description:
It was reported that the single trigger handpiece stops driving. Moreover, the reciprocating saw was not sitting into the hand piece and the oscillating saw was not holding blade. 4 devices were referenced for this event: universal modular electric/battery single trigger handpiece part number 89-8507-400-10 serial number (B)(4). Aseptic transfer kit housing part number 89-8510-440-10 with lot number 5010187. Reciprocating saw attachment part number 89-8509-451-20 serial number (B)(4). Oscillating saw attachment part number 89-8509-450-60 serial number (B)(4). The following report is relative to the aseptic transfer kit housing part number 89-8510-440-10 with lot number 5010187. No information was reported concerning the aseptic transfer kit housing. A follow up is on going to have information regarding the aseptic transfer kit housing. The event occurred during surgery. An extension of surgery of at least 60 minutes was reported. There was no additional harm or injury to patient/operator reported.

Manufacturer narrative:
(B)(4). After several attempts, the aseptic transfer kit housing part number 89-8510-440-10 with lot number 5010187 was not returned for complaint investigation. A device history records review was performed for this product part number 89-8510-440-10 with lot number 5010187. No issue was found during the manufacturing process that could explain the defect reported.

Event description:
It was reported that the single trigger handpiece stops driving. Moreover, the reciprocating saw was not sitting into the hand piece and the oscillating saw was not holding blade. 4 devices were referenced for this event: universal modular electric/battery single trigger handpiece part number 89-8507-400-10 serial number (B)(6). Aseptic transfer kit housing part number 89-8510-440-10 with lot number 5010187. Reciprocating saw attachment part number 89-8509-451-20 serial number (B)(6). Oscillating saw attachment part number 89-8509-450-60 serial number (B)(6). The following report is relative to the aseptic transfer kit housing part number 89-8510-440-10 with lot number 5010187. After several attempts, no information was reported concerning the aseptic transfer kit housing. The event occurred during surgery. An extension of surgery of at least 60 minutes was reported. There was no additional harm or injury to patient/operator reported.